Event description:
It was reported the patient (B)(6) is experiencing issues with the ipg. The specifics of the problem were not provided and attempts to obtain further details have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers tot he patient's physician regarding medical history.